Manufacturer narrative:
A patient had their system explanted and replaced due to lead migration was reported to abbott. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-12331; 1627487-2019-12339. It was reported that during the patient's scs explant on (B)(6) 2019, the patient's drg leads pulled out of position. The physician decided the explant and replace the drg system. Effective therapy established post op.